Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the patient's battery clip threaded connector broke loose. The patient exchange the battery clips without incident. The patient remains ongoing and no further issues were reported.

Manufacturer narrative:
The 12v sla battery clips were returned for evaluation. Upon examination of the battery clips, the threaded nuts of the clips were easily unscrewed by hand and no loctite was noted on the threads of the nuts or on the threads of the spring mounts. The returned clips would not provide a secure connection with a system controller and could cause a power disconnect. The report of a loose battery clip threaded connector was addressed through the manufacturer's corrective/preventative action system and an urgent medical device recall (2916596-10/14/09-001-r) was issued. No further information is available. The manufacturer is closing its file on this event. Additional lot #34404,